Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed/broken. Cracked on right plunger case and some scratches on keypad. The customer did not state or provide a specific problem or issue that could be found in the event history log. The technician performed an occlusion test and all the functional test. The technician found a motor rate error during the occlusion test due to old style motor bracket, leadscrew and clutch halves were found worn out. However, the customer did not provide a specific problem or issue to identify a root cause. Replaced motor bracket, leadscrew, clutch halves, and replaced right plunger case for physical damaged. Performed occlusion test and all functional tests.

Event description:
It was reported that there was a patient incident and needs investigation. No patient injury was reported. Customer provided no additional information.